Manufacturer narrative:
(B)(4) analysis inspected 1 opened/used enlite sensor and performed a bicarbonate buffer test per (B)(4). The sensor passed with accurate readings.

Event description:
It was reported that the customer experienced high blood glucose levels and that there were discrepancies between the blood glucose and sensor glucose readings. The blood glucose reading 456 mg/dl. The customer was advised that the sensor be replaced. Nothing further reported.